Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope stopped working due to contamination. There were no reports of patient harm.

Manufacturer narrative:
Update to d9 and h3. The device was returned to olympus for inspection. A root cause could not be identified. The customer's allegation of contamination of the device was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the issue was found during set up in the operating room.